Event description:
It was reported that a patient came to hospital with left ventricle lead impedance low out of range. During interrogation, the physician manually retested the measurement and it was normal again. Lead issue suspected. The patient is being monitored with a normal follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.